Event description:
Boston scientific received information that the patient with this pacemaker (s502 sn: (B)(4)) and right atrial (ra) lead was hospitalized due to an atrial lead revision for undersensing. After the lead was repositioned the lead was tested with a pacing system analyzer (psa) and all measurements were normal and within range. The lead was then connected to the pacemaker and tested again; measurements were low. It was suspected that there may have been blood in the pacemaker header; therefore the decision was made to implant a new pacemaker (s502 sn: (B)(4)). The lead was then reconnected to the new device; tested again and measurements remained low. The physician could not determine the low sensing; therefore the entire system was explanted, replaced and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
To date the explanted devices and lead have not been returned to boston scientific. Upon receipt the device will undergo detailed laboratory analysis in an attempt to confirm and determine the root cause of the event.